Event description:
In this event it was reported that a tstrpil325412 r-pilot file broke during use. Patient was referred to specialist who not retrieved broken part but was incorporated into the fill. No injury.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Investigation results: customer returned 2x tstrpil325412 files in autoclave bag that was broken as described by the customer. Checked under microscope and found no manufacturing marks or defects. See attached picture. No unopened product was returned for additional testing. Root cause unknown. A quality hold was found during DHR review, but not relative to the issue. A query indicates no additional complaints have been received for this lot number.